Event description:
Customer reportedly received results of hi and 257 mg/dl within 10 minutes on the advantage system. Customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, voicemate vsr, comfort curve test strip lot number 548891, expiration date 03/31/2007.

Manufacturer narrative:
The suspect product is the comfort curve test strips.